Event description:
It was reported that pump experienced malfunction alarm. There was no adverse impact to the customer's blood glucose level. Customer switched to multiple daily injections as backup insulin therapy. Tandem technical support arranged shipment of replacement pump with updated software.